Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during use, a device failure alarm was posted. Rep confirmed the device error and the connection error of the gas measurement module with the alarm code and debug code. No patient consequences were reported.

Manufacturer narrative:
The affected device was analyzed onsite by dräger service. During the analysis a test run was performed and the problem could not be duplicated and no malfunction was detected. The log file confirms that the device detected an implausible value in expiratory and inspiratory pressure measurement on (B)(6) 2019 at 6:10 pm. Consequently, the alarm message "device failure" was posted by the device and the ventilation unit performed a pressure release. Afterwards the ventilation was continued as set. At 6:24 pm the device was set to standby mode by the user. No technical malfunction was logged during the event. The measurement of the inspiratory and expiratory pressure is being used for control and monitoring of the ventilation. The device reacted as specified to an implausible difference in expiratory and inspiratory pressure with an accompanying alarm message and a pressure release of the pneumatic system. No malfunction of the ventilator was found during the investigation. This issue could be caused by a problem in the breathing circuit.

Event description:
Please refer to the initial-report.